Event description:
A customer contacted beckman coulter inc (bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for 8 patients. The results were reported out of the lab. After noticing the trend, routine troubleshooting resolved the instrument's issue and the samples were repeated. The reports were amended with the repeated (normal) na results. The specimens were tested on a different instrument which also gave normal recovery. Patient treatment was not impacted based upon the false low results reported.

Manufacturer narrative:
Qc prior to the event was within lab's established ranges. Service was not dispatched as the customer resolved the issue with routine troubleshooting. A clear root cause for this event is unknown.